Event description:
The customer reported to olympus that during reprocessing of the evis exera ii duodenovideoscope, the scope leaking from the scope channel was noticed. Upon inspection and testing of the returned device, foreign material was found at the scope distal end due to insufficient cleaning and dirt was found inside the scope light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end cover leaking, up/down knob leaking, distal end lens glue chipped, distal end cover had sharp edge, angle rubber glue cracked, bending tube deformed, connecting tube scratch pocket-pouch, scope cover painting peel off, suction cylinder nut painting peel off, connector broken, up down/right left knob angulation less or specified value, up down knob angulation play, distal end air water channel less than spec. Value, and leakage of the working channel. The faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although we confirmed dirt (foreign material) inside the light guide (lg) lens with the visual inspection provided by the repair center, the dirt (foreign material) could not be identified. Additionally, the foreign material could not be removed by reprocessing, because its adhering area was not external surface of the device. However, the cause of the event is likely due to the lg lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like resulting in humidity may have been allowed to go inside the lg-lens and caused corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.